Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of tenaculum forceps instrument was broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with nothing out of ordinary to be noted. The surgeon was grasping the tissue when the issue was identified. The reported instrument did not collide with other instruments or tools during the procedure. There were no issues related to opening/closing and left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. No fragments fell into the patient. The instrument was available for return to isi for evaluation.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the tenaculum forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The tenaculum forceps instrument was analyzed and found to have a broken pitch cable at the distal end. The complaint regarding the broken wire was confirmed by failure analysis.